Event description:
The glidescope gvl 4 blade was broken, and the customer returned it to verathon for a replacement. No patient involvement was reported.

Manufacturer narrative:
Evaluation summary: confirmed that the blade was broken at the tip. Safety alert notice c/r 3022472-5-07-2013-0001-c issued to all customers on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.